Event description:
During the hip surgery, after the flexible reamer was inserted in the medullary cavity, it broke at about 6cm from the tip during the extraction to increase its size. The fragment remained inside the medullary cavity and it took about 40 minutes to remove it. Total time of the surgery was 3hr. The surgery was anyway completed successfully. It has been reported that when the instrument was taken from the set at the beginning of the surgery, it was already deformed. Lot is unknown and device is not available for further analysis.

Manufacturer narrative:
Analysis performed by r&d manager: looking at the images attached to the complaint it is visible that the terminal of the guide wire is disconnected from the flexible body. It is clearly visible that the body flexible part is deformed, meaning that it has been handled improperly and probably the instrument was misused also before this surgery (refer to description of this complaint, the instrument was deformed before the surgery). The lot number is not available and for this reason it is not possible to add more information regarding possible wear due to usage. The parts will not be available for the visual inspection, for this reason no additional information can be added to this analysis.